Manufacturer narrative:
Date of event is unknown. Explant date is not applicable because the lens remains implanted in the eye at the time of submitting the e-MDR. The lens remains implanted in the patient's eye. Therefore, the lens is not being returned at this time. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient was referred for neodymium yittrium-aluminum-garnet laser (nd:yag) of posterior capsular opacification (pco) with reported symptoms of typical pco on the left eye, but laser treatment failed to improve the opacities. It was reported that there was progressive apparent intraocular lens (iol) surface calcification. It was stated that the outcome significantly interferes with some activities of daily life. The patient is reported to be stable with a possible lens exchange in the future to be considered. The evaluation is ongoing. No further information was provided.

Manufacturer narrative:
Manufacturing record review: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) claim was generated when this production was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.